Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that when trying to advance a PICC catheter, the guide and the dilator were damaged, both were twisted. There were no consequences with the patient, the catheter was changed without incident. No medical intervention was needed and no patient harm was reported. The current patient's condition is fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed with one finding. For material r-05052-006 and lot 14p16l0022, a non-conformance was initiated for external cleanliness test failed. However, this finding is not relevant to the reported failure. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that when trying to advance a PICC catheter, the guide and the dilator were damaged, both were twisted. There were no consequences with the patient, the catheter was changed without incident. No medical intervention was needed and no patient harm was reported. The current patient's condition is fine.